Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported finding a fluid leak associated with the patient's pd treatment. In fill 4 of 4 there was a filling slowly and an air detected in cassette warning. When the patient removed the cassette there was fluid seen. Fluid was in the pump module area and on the external cassette. In a follow up, the patient's pdrn verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient is using the same cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported finding a fluid leak associated with the patient's pd treatment. In fill 4 of 4 there was a filling slowly and an air detected in cassette warning. When the patient removed the cassette there was fluid seen. Fluid was in the pump module area and on the external cassette. In a follow up, the patient's pdrn verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient is using the same cycler with no further issues.